Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not opening observed on the device. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ white particles were observed on the inner side of the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted and replaced.